Event description:
The customer alleged that she performed a control test and received a result of 230 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.